Event description:
It was reported to tyco kendall on 10/01 that a lab worker had sustained a needle stick. It was reported that the safety cap of the bell fell off while the worker was changing blood collection tubes, making the collection tube needle more accessible and resulting in a needlestick. No sample available.